Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified device to be underweight, broken on anterior, the posterior and the radius, black particles in the gel and a creases fold. A visual and microscopic analysis was performed which identified; striated separated broken on radius, curved striated opening on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consistent in the use of some surgical tool. A striated pattern of broken assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.